Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "when fully charged, the screen blacks out. I have unplugged, re-charged and the screen continues to fail." No patient impact or consequences were reported.

Event description:
The customer reported: "when fully charged, the screen blacks out. I have unplugged, re-charged and the screen continues to fail." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was found to have an immediate 3 beep error upon powering on and was unable to obtain readings. The failure was isolated a component of the instrument board (u3). A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.